Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they had an issue with their recharger. Pt stated that the cord was so frayed on the round part that the recharger no longer had a barrier around it and that the cord was overheating. Pt said that their implantable neurostimulator (ins) was not charging as well. Pt also said that the paddle and cord were getting very hot. Pt confirmed that there were exposed wires or a broken piece of the wire in just one spot near the paddle. A replacement recharger telemetry module (rtm) was sent out. Per additional information received on 13sep2024. Pt called back confirmed they received replacement recharger from this case but when they were trying to charge the ins, they see system problem rm05. Pt confirmed the message started appearing after receiving the new recharger. Agent had pt reset controller and try to charge the ins, system problem rm05 appeared again. Agent recommended to call back if replacement recharger does not resolve the issue. Another replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755; serial#: (B)(6); UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device recharger - 97755 , serial number (B)(6) was returned for product analysis. Analysis found recharger antenna failure wherein a no device found message was seen and recharger antenna frayed wherein cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.